Event description:
It is reported that the device broke while trying to insert it into a tight knee for trialing.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of initial follow up. Visual examination concludes that the returned device is fractured, instrument exhibits signs of repeated use and has post feature fractured off with the lateral portion of the medial condyle. This device was manufactured in october of 2012 and had an approximate field life of four (4) years and two (2) months with an unknown frequency of use. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review and the extended field life of the device. This device is used for treatment. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.